Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a broken holster. The blood glucose reading was 187mg/dl. The caller stated that when he had a low blood glucose and the insulin pump was giving the insulin, he had a paramedics visit. No further information was provided.